Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the medium large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the medium-large clip applier instrument lot# n10210308 - 0001 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument has 49 remaining usable lives with no subsequent use recorded after (B)(6) 2021. This complaint is being classified as a reportable malfunction event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly swung in an unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the medium large clip applier instrument tip was unable to open and allegedly exhibited non-intuitive movement. A back-up instrument was used to resolve the issue. The user continued with the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked; however, exhibited an issue after an unspecified time during intraoperative use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. No issue was found during failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self test. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. No grip misalignment was observed. The instrument¿s functionality was verified and passed all testing specification including the grip clip test. The instrument operated as expected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the medium large clip applier instrument tip was unable to open and allegedly exhibited non-intuitive movement. A back-up instrument was used to resolve the issue. The user continued with the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked; however, exhibited an issue after an unspecified time during intraoperative use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the medium large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the medium-large clip applier instrument lot# n10210308 - 0001 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0434. The instrument has 49 remaining usable lives with no subsequent use recorded after (B)(6)2021. This complaint is being classified as a reportable malfunction event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly swung in an unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown or unavailable. The expiration date for section is unknown. Field is not applicable because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.